Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation, both right atrial and ventricular leads exhibited noise. It was unknown when noise was first observed. All other electrical measurements were in range. No intervention was performed. The patient would continued to be monitored.

Event description:
New information on 8/21/2018 stated that on (B)(6) 2018, both leads were capped and replaced successfully. The patient was in stable condition throughout the event.